Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported in a journal article that during a period from 2015 to 2020 they followed numerous pediatric patients, that underwent transvenous right ventricular (rv) lead extractions. There were 28 patients with a total of 41 rv leads extracted and discarded. New information was provided by the physician who wrote the article. The physician reported that 10 (of this specific models) rv leads, where explanted. The physician was not able to provide any serial numbers for this model. There were 8 patients with lead dislodgement, retention of small lead fragments <4 cm was observed, 1 patient with an unspecified malfunctioning, that induced a ventricular tachycardia (vt) episode and 1 patient with an unspecified infection. The rv leads were all discarded. Besides surgical intervention, no adverse patient effects were reported. Several attempts to obtain the model/serial of the leads, no additional information was received.

Manufacturer narrative:
The lead has not been returned; therefore, product analysis could not be performed. However, the reported observation have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported in a journal article that during a period from 2015 to 2020 they followed numerous pediatric patients, that underwent transvenous right ventricular (rv) lead extractions. There were 28 patients with a total of 41 rv leads extracted and discarded. New information was provided by the physician who wrote the article. The physician reported that 10 (of this specific models) rv leads, where explanted. The physician was not able to provide any serial numbers for this model. There were 8 patients with lead dislodgement, retention of small lead fragments <4 cm was observed, 1 patient with an unspecified malfunctioning, that induced a ventricular tachycardia (vt) episode and 1 patient with an unspecified infection. The rv leads were all discarded. Besides surgical intervention, no adverse patient effects were reported. Several attempts to obtain the model/serial of the leads, no additional information was received.